Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild calcification and mild tortuosity in the posterior descending coronary artery. The rx trek balloon catheter was advanced to the target lesion. However, during removal there was resistance with the anatomy and the device had to removed with the guide wire and guiding catheter as one single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
Additional information: return device analysis revealed the balloon was separated and not returned. Follow-up with the account confirmed that there was difficulty inflating the balloon during the procedure, but the entire device was removed from the anatomy; nothing remained in the patient. No additional information was provided.